Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, a definitive root cause could not be determined. It is possible that the lamp light went out, causing an error message to appear, due to the lamp exceeding its useful life. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. As noted, the customer stated that he received a 'fault error' and the light source shut off. Customer went on to note that he power cycled the unit and it came back on without any errors or issues, and they were able to use the unit for the entire day. While on the call with the customer, tac requested that he power the unit up, and connect a scope to verify the light. Customer confirmed that the light came on, but also noted that the lamp life meter was reading at 500 hours. Tac recommended that they replace the bulb as it is overdue and could cause the light to failure during a procedure. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that their evis exera iii xenon light source was receiving a fault error and shutting off during a procedure. According to the initial reporter, the procedure was completed using another unit and there was no negative impact to the patient.